Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance measurement due to lead fracture. This ra lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.